Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the ratchet handle was jammed and the carrier guide was corroded and damaged. The ratchet gears and carrier guide were replaced. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an unknown repair. There was no harm or delay reported. Upon evaluation it was noted that the ratchet handle was jammed and the carrier guide was corroded and damaged. No adverse events were reported as a result of this malfunction.